Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed a static fill estimate value of 105 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer received education that this could occur when measured pressures used to calculate remaining insulin varied significantly and was informed that once the actual insulin amount matched the static value, the fill estimate would begin to decrease normally, and customer understood and acknowledged this explanation.